Event description:
It has been reported to philips that the cb CT scans stopped in the middle. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips remote service engineer (rse) has remotely analyzed and confirmed that the cb CT scan stopped in the middle of the procedure. During remote troubleshooting, the philips rse examined the log file and discovered that the problem occurred once, and the hand switch shooting command was less than the 21.8 seconds required for shooting. The re-shooting of scan was trouble-free after that. The rse wasn¿t able to conclude the root cause of the issue as it occurred once and no further action required as the device was confirmed to be operating per specifications and no failure was identified.